Event description:
Per the surgeon's report in 2008, there was swelling and fluid over the patient's stimulator/receiver. The patient was unable to keep the coil/cable in place over the magnet. Seven cc's of old blood were aspirated from the site and then a treatment of antibiotics was started. Approximately one week later, the swelling and fluid occurred again. The surgeon aspirated 4cc's of blood and the patient continued with the antibiotics. The patient's dad called two days later to report that the site appeared to be re-swelling, but within two additional days the site had returned to normal. The swollen area healed and the patient is successfully using the cochlear device.

Event description:
Attorney reported: pt sustained injury and damages associated with her use of defective product, the bard ventralex hernia patch and the bard kugel hernia patch. Specifically, as a result of having the bard ventralex hernia and the bard kugel hernia patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Manufacturer narrative:
(B) (4)